Event description:
Pack had cracked insufflation tubing, a1510n. Staff had to convert to an open procedure two hrs into the laprascopic case, they later found the leak by the filter on the insufflation tubing. Pt did well and was discharged home with no anticipated untoward effects. Nfr of component was notified of the event.